Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 584 mg/dl with large ketones. Cause of elevated bg was unknown. Bg was treated by administering a manual injection.